Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd 10/8/14 - sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision. The complaint was updated on: 10/30/14. Update 9/30/15- pfs and medical records received. The pfs and medical records were reviewed for MDR reportability. The revision surgical report noted inflamed synovium (synovitis), corrosion at trunnion, and dark tissue/metallosis. The pfs reported muscle spasms, neuropathy, popping, cramping, and cobalt and chromium labs dated (B)(6) 2014, cobalt 10.1 chromium 4.3 with no reference. Metal ion lab was greater than 7 parts per billion. Stem is being added. The complaint was updated on: oct 21, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).